Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer emitted a burning smell, the power supply emitted an odor and started to smoke but it was unable to confirm that the programmer was unable to interrogate implantable devices. It was noted that the stylus was missed. The keyboard hinges were broken. Additionally, it was noted that the system fan was noisy. The personal computer memory card international association (pcmcia) slot was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s fan emitted a burning smell and was unable to interrogate a specific implantable device. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.